Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4 batch #218d93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr45w reload present. The reload was received unfired. It should be noted that a 60mm device is designed to work only with 60mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered instruction for use. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "difficult to open and difficult to actuate manual override", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. To use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 218d93, and no non-conformances were identified.

Event description:
It was reported that during a procedure, pedicle dissected inferiorly. Pedicle cleared of fat. Echelon 60 around pedicle, misfired and required manual override, able to remove from pedicle. An ats45 was then opened and used on pedicle with single firing. No further details provided.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was this procedure planned as a laparoscopic but had to be converted to an open procedure due to the issue with the device? We did convert but not entirely because of the staple issue. Did the device began the firing cycle but the firing cycle could not be completed (partial fire)? We pressed fire and it definitely made a sound of firing. And then we just couldn¿t open it at all. Even with manual override it took ages to be able to open the device to remove off the pedicle. Did the device deploy any staples? No staples were deployed. If staples were deployed, were the deployed staples formed properly, "b" formed? Did the device cut? And it didn¿t cut if the device cut the tissue, was the cut line complete? Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. What was the indication for the procedure? Exactly what pedicle was the device fired on? What is meant by ¿misfired¿? Approximately how far did the device cut and or staples? Were any clips used in the area prior to firing? Why was the decision made to convert to open? Was it related to the difficulty experienced with the device? Why was the ats45 used to complete the procedure? How was the overall procedure completed? What troubleshooting steps were taken in attempts to open the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.